Manufacturer narrative:
The actual device was not returned for evaluation, however, a photograph of the actual device was returned for evaluation. Therefore, the investigation was based upon the user facility information and a photograph provided by the user facility. The photograph confirmed the reported event. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical complaint data from complaints where evaluations could be performed, the issue may be related to the improper opening of the polyfoil pouch. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported a 6f angio-seal device was used for hemostasis after thrombectomy operation. The operator found the bypass tube had fallen off when he tried to insert the device into the insertion sheath. Since the bypass tube could not mount on the device again, the angio-seal could not be used. The operator opened a new angio-seal to achieve hemostasis. The device was deployed as normal and the operation was finished. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction.